Event description:
It was reported that the patient presented in clinic for follow-up. In (B)(6) 2017, the right atrial bipolar lead impedance was noted to be out of range, which resulted in automatic polarity switch. The increased impedance resulted in lead noise. Noise was not reproduced in clinic through arm movement. Despite the noise and high impedance, sensing and capture remained stable. No patient symptoms were reported. The device was reprogrammed. The patient will continue to be monitored.